Event description:
It was reported that the output connector latch was broken on an external pulse generator. The customer was going to discuss sending the device in for repair with management. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).